Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, she experienced feeling unwell, was vomiting, and had to lay down. No specific cgm reading was reported but it would have been showing a reading in a normal range. An ambulance was called by the husband and when a fingerstick was taken the blood glucose reading was over 300 mg/dl. The patient did not remember the gcm reading at that time. The patient was brought to the hospital and was treated with intravenous insulin and fluids. The patient was discharged after 2 days. When the patient was discharged the blood glucose reading was 139 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator, with bg meter reading of 300 mg/d. No additional patient or event information is available.